Manufacturer narrative:
Continuation of d10: product ID: 8780 (hg3m30p05); product type: 0184-catheter; implant date on (B)(6) 2019; explant date on (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via company representative regarding a patient with an implantable pump containing lioresal (500.0 mcg/ml at 100.1 mcg/day). It was reported that the patient was able to flip their pump in pre-op prior to a surgery scheduled for a normal pump replacement due to elective replacement indicator (eri). Upon opening the abdominal pump pocket, the healthcare provider observed the catheter to be twisted and broken at the sutureless connector. The healthcare provider elected to replace the entire catheter resolving the issue.